Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported intermittent footswitch problems during a cataract with intraocular lens implant procedure. The procedure was completed with no impact to the patient. Additional information provided stated that the problem was with the footswitch cable. The footswitch was exchanged to complete the procedure.